Event description:
The customer reported on (B)(6) 2014 at 4:58 pm 76 mg/dl to 243 mg/dl. On (B)(6) 2014 her blood glucose , carbohydrate intake and insulin history is as follows: at 2:18 pm the pod was deactivated and discarded. She then noticed her site was infected. She then went to see her doctor who diagnosed her with cellulitis and placed her on a low dosage of antibiotics for 3 weeks because she was nursing at the time. It took about 2 weeks for the skin infection to clear up.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualifications and sterilization records were reviewed and the product lot met all acceptance criteria.